Event description:
It was reported that the pump was "vibrating every 5 minutes." There was no reported adverse impact to the customer. During troubleshooting with tandem technical support the pump was reset resolving the issue.